Event description:
It was reported, a revision took place, due to loss of capture when it comes to this right ventricular (rv) lead. The lead will be returned. No additional adverse patient effects were reported.

Event description:
It was reported a revision took place due to loss of capture when it comes to this right ventricular (rv) lead. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported a revision took place due to loss of capture when it comes to this right ventricular (rv) lead. The lead was returned. No additional adverse patient effects were reported.